Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture and migration. The device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii/IV

Event description:
Healthcare professional later reported capsular contracture, baker grade iii/IV and malposition.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported capsular contracture, baker grade iii.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: capsular contracture: unable to observe as it is not related to the manufacturing process. Rupture: no observed. Migration: unable to observe as it is not related to the manufacturing process. Crease/folding of implant: observed. No other observations observed, no further actions are required.

Event description:
Patient reported right side rupture. The healthcare professional reported "bilateral malpositioning and implants falling out of pocket." Patient later reported capsular contracture baker grade unknown. Healthcare professional later reported baker grade iii. Device has been explanted.